Event description:
Dealer states the chair is cutting out, especially on ramps. Advised to test the batteries. Batteries went from 26.0 volts to 23.8. Advised to speak to the customer about their charging habits to make sure they are fully charging the batteries. The batteries pass, the load testing, but could be weak when the error is occurring. Dealer is going to troubleshoot further and call back. No injury.